Event description:
The patient's dose was reduced to 96 mcg "about two weeks ago"; and the patient was admitted to a hospital. It was indicated that the patient was experiencing some psychiatric issues. The patient's family believed the symptoms may be related to lioresal, and wanted the pump removed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient's pump experienced a "likely" malfunction that caused severe baclofen withdrawal, followed by a "coma." In 2010, the patient was taken to the emergency room (ER) with high blood pressure and hallucinations. The cause of these symptoms was believed to be a heart problem. In 2011, the patient was taken to the hospital with a high fever, rigidity ("rigid as a board"), slurred speech, and "seeing things." The problem was not identified as baclofen withdrawal, and remained "undiagnosed." It was suggested that the pump shut down, causing withdrawal, followed by "overdosing." In 2011, the patient was taken to the ER with the eyes rolled back, rigidity, pain, weakness, and feverish. At the hospital, the fever was brought under control. But, a rash developed on the patient's legs. The patient's speech also became increasingly slurred, had there was difficulty in self-feeding. At the hospital, the patient had trouble staying awake, had difficulty keeping the eyes open, and was unable to speak. The patient was transferred to another hospital. A MRI and "other tests" were performed, but revealed nothing. It was thought that the pump was not tested. As the baclofen dosage in the pump was decreased from "350" to "100," the patient became more alert, but remained weak. The patient was transferred to the rehabilitation (B)(4) and, later, sent back to the hospital due to swallowing problems. The patient was sent back to the rehabilitation (B)(4). Prior to leaving the rehabilitation hospital, the patient's baclofen dosage was increased to "110." Later, the dosage was increased to "125" by the healthcare provider (hcp). The patient returned home and received therapy 3 days/week, which was reduced from the daily therapy that occurred at the rehabilitation (B)(4). The patient's condition subsequently declined. The patient had been able to walk behind a walker, and was then hardly able to stand. The catheter was removed, and the patient was then unable to control the bladder. The patient was then admitted to a facility where daily speech, physical and occupational therapies were received. The patient was taken to the ER with "health issues," including "psychological problems." The patient's pump baclofen dosage was reduced from "125" to "110." The patient's mood was, initially, better. But, there was concern about the patient's mental state. The patient returned home and began outpatient therapy. The patient took an overdose of "flowmax," and was taken to the psychiatric ward. The patient was transferred to the acute care unit following spikes in blood pressure. The baclofen in the pump was decreased to "95." The patient was transferred for extensive rehabilitation services. The pump baclofen was to be decreased, but psychiatric medications were administered instead. The patient was, then, described as "drunk" and unable to receive rehabilitation. The patient was sent to a psychiatric hospital. The patient's family insisted on the removal of the patient's pump. The patient returned home and the process of weaning the patient from the pump baclofen was begun. The patient's strength increased as the pump dosage was decreased. The dosage was at "50" as of the date of this report. The pump was to be filled with saline and, subsequently, removed. No date was provided for the explant of the pump. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. This information was initially reported in maude event report (B)(4).

Event description:
Additional information reported that it was thought that the patient's pump contained lioresal. No information was provided related to the concentration or daily dosage of the lioresal. It was further thought that the patient's pump was being "dialed down," and "had been explanted." This was not confirmed, at this time. It was later reported, on 2012-(B)(6), that the patient had saline in the pump. It was suggested that the pump was to be explanted "at some point." No date was reported for the explant of the pump. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant product: catheter model: 8711, lot # j11190r50, explanted: (B)(6) 2012. (B)(4). Analysis of the pump revealed no anomaly. A past motor stall recovery was noted; however this was not considered abnormal due to the report that the patient had a magnetic resonance imaging scan, which has been known to stall the pump. Analysis of the catheter found that it was returned in segments but passed all patency tests. A tear was found inside the pump connector that occurred at an unknown time, but the connector did not leak during analysis testing despite this.

Event description:
Additional information reported that the patient went into a coma for 6-8 weeks in (B)(6) of 2011. The cause of the coma had not been identified, but the pump contained baclofen at that time. It was thought that the pump might have played a role in the coma. The baclofen was removed from the pump at the time of the coma, but it was not tested. It was reported, however, that an interaction of the patient's various oral medications could have caused the coma. After the coma, the patient was eased off of baclofen and since (B)(6) 2012 the pump had been filled with saline. It was noted that the patient was not in a medical condition to have surgery until this point. The pump was to be removed. It was reported that the entire system was explanted. The patient recovered without sequela.

Manufacturer narrative:
Catheter model: 8711, lot # j11190r50, implanted on: 2002-(B)(6), explanted on: unk.